Manufacturer narrative:
Findings: pump was accidentally cut open before testing could be completed on the device. We are unable to test for motor error alarms. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. Updated failure analysis results are included on this report: the insulin pump was received with no motor error alarms noted and the motor tested ok. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case the near display window corners noted during our visual inspection.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.